Manufacturer narrative:
(B)(4).

Event description:
It was reported that the trial patient experienced a shocking/jolting sensation down her right leg when lying down. Her son had to disconnect the external stimulator to eliminate the issue. Unable to follow-up with the contact information provided, hence no additional information was obtained.